Event description:
Rptr writes, "I was implanted in 1988 with dow silastic ii silicone breast implants, after bilateral mastectomies. Soon I began having severe chest pains, memory loss, numb fingers, fibromyalgia, poor vision, spots in my vision, excessive thirst, skin discoloration and more. Now I've been diagnosed with graves', raynauds, sjorgens, "ctd", chronic inflamation and more. Before silicone breast implants I was healthy (except for breast cancer, which has not recurred). Now I'm in constant pain. Silicone breast implants bleed (even if not ruptured): twice silicone was removed from my body in areas other than the original site. The feelings of constant fatigue and unwellness are slowly improving since explantation in 1995, the memory loss confusion, and skin discoloration are getting worse. The sjogrens' has gotten much worse. My eyes are the dryest my opthalmologist has ever seen: and caused my retina to tear in my right eye." Rptr has had the left breast implant replaced twice; and has had breast implant surgeries three times on both the right and left. Rptr does not have implants in now, calcium deposits occurred on both sides, and biopsies were taken on both sides, and the tissue samples were examined pathologically. Implants were placed following mastectomy for cancer, which was preventative. Medical professionals have confirmed silicone, outside the breast scar tissue capsule, in the lymph node on the left side of rib cage. Rptr had a tissue expander placed on the left, in which saline was added through a port in the "arm pit" over a three month period to stretch the pocket to accomodate a "permanent" silicone breast implant. Rptr claims that all three devices implanted on the left had bleeding through the envelope, and rptr claims she had excess fluid in the surgical area with numbness (nipple or breast) for all three (left) implants. Rptr also claims 2 capsular contractures and 2 closed capsulotomies for treatment for all three left implants. Rptr claims she had infection, excess fluid in the surgical area, numbness (nipple or breast), and bleeding through the envelope for the right implant. Rptr had 2 capsular contractures on the right, which were both treated with closed capsulotomies. Rptr has been diagnosed with the following after implantation: interstitial cystitis, organizational difficulty, lack of concentration, short-term memory loss, procrastination, getting lost or confused, pain and/or burning sensation, inflammation, sjogren's causing dry eyes, causing torn retina, thyroid problems, heat or cold sensitive, raynaud's disease, frequent low grade fever, very heavy menstruation, substantial hair loss not connected with medications, severe chest pain, hypersensitivity or allergies to chemicals, connective tissue disease, chronic swollen lymph nodes / lymphadenopathy under arms, left ribs found to contain silicone, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, fibromyalgia, unexplained rashes, sun sensitive, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drop things, misjudge distance/run into objects, and sicca.